Event description:
It was reported by the patient that, following a spinal cord stimulation (scs) implant procedure, they experienced a loss of function in both arms, hands, and scapula. Additionally, the patient experienced frequent falls while showering when closing their eyes. Troubleshooting with program optimization was attempted; however, the issues remained. No further information has been obtained despite good-faith efforts.